Event description:
The customer reported the device alarmed and gave a vent inop message, maximum system resets exceeded. The manufacturers field service engineer (fse) verified the ventilator restarting. The fse replaced the vga pcb board to correct the reported problem. Applicable final testing was performed per operating specifications. No patient involvement, no patient harm.